Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as an ulcer that was itchy. The patient sought medical attention and was prescribed vaseline ointment. Follow up was completed and the skin irritation was improved.